Event description:
It was reported that during a da vinci surgical procedure, while using the monopolar curved scissors instrument (mcs) with the tip cover accessory installed, the surgeon noticed arcing and a burn on the patient's bowel. The procedure was converted to a mini laparatomy to repair the bowel. The patient was administered antibiotics and required additional hospitalization, due to the bowel injury. No additional patient harm, adverse outcome or injury was reported. Multiple attempts have been made to contact the attending physician present for this procedure to obtain additional information, however, no response has been received at this time.

Manufacturer narrative:
The accessory and instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the accessory or instrument are returned for evaluation, a follow-up MDR will be submitted.